Manufacturer narrative:
Device history record could not be reviewed, as the lot number is unk. The returned portion of the catheter was approx 1 1/2" of the shaft and the balloon. Loose fibers were noted on the balloon during visual examination using magnification. Approx 2mm past the proximal balloon glue joint a snag was noted exhibiting an outer layer tear with round fiber, protruding through the tear. Approx 5mm distal to this on top of the proximal marker there was approx 3mm of round fibers that were bunched distally and the outer layer was torn and folded distally. All balloon materials appeared to be present, and the balloon was well laminated with no other defects noted. There was an additional scuff mark on the outer balloon surface just past the distal marker and two distinct snags on the outer layer and round fibers of the balloon. The outer layer and fibers were moved distally, which could indicated that the balloon snagged on some unk object, penetrating the outer layer and snagging the round fibers while being removed from the pt. The balloon appeared to be well laminated, and no manufacturing defects that would contribute to the reported incident were noted during the visual examination. Unable to determine the exact cause of the balloon damage, however, no manufacturing defects that would contribute to the reported incident were noted during the visual examination. The exact root cause of this event, cannot be determined. The current IFU (information for use) states: applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported that in the middle of a fistulagram in the antecubital region, the physician removed the pta balloon and noticed that the fibers on the balloon were allegedly loose. The balloon passed through a stent, however, there were no snags or rips. He used another pta to complete the procedure. It is noted that this was a very tortuous tracking anatomy in the forearm. He used an 8f sheath and .035 wire. No pt injury was reported.